Event description:
It was reported that in (B)(6) 2025, the crown was lost due to a screw fracture, and the implant became mobile. A temporary restoration was placed, and in (B)(6) 2025 the implant was lost. Patient suffered from pain. Tooth location 34. This complaint refers to the fracture of the screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. E1: reporter email address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.